Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient felt a new pain after waking up from the trial procedure. The physician did not think the pain was device or procedure related and it was unknown what caused it. The physician did a transformational injection to combat the new pain. The patient underwent an early lead pull, same day of the trial procedure. The explanted trial leads were not returned.